Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation, the pump operated within product specifications. Mmdg could not find any failures or confirm the complaint. The pump history was also reviewed where the last therapy run on the pump was found to be have been stopped by the user. No indication of the reported complaint could be found in the pump history. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "still tries to pump when bag is empty. Mmdg did follow up with the intial reporter to obtain additional information, but the initial reporter stated they didn't have any additional information available. (B)(4).